Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files or case study were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure a pericardial effusion occurred. While ablation was being performed on the right pulmonary veins a steam pop was heard. Following this a pericardial effusion was observed on the intracardiac echocardiography (ice) catheter. A pericardiocentesis was performed to stabilize the patient.